Event description:
The screw head broke off, the surgeon tried to replace the screw. He reloaded the screwdriver and sleeve in the instructed way but the screw head broke off when he put pressure at the screwdriver to correct the direction of the screw. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection revealed the head as well as the collet were not damaged. The edge of the screw head itself is about one third broken off. It is possible that the high applied mechanical force of sideways, during placement and soft tissue rearrangement may have led to the breakage of the screw edge. No product fault could be detected. The investigation determined this complaint to be indeterminate. Additional common device codes: mnh, mni, kwq, kwp. (B)(6).